Manufacturer narrative:
A ge service rep performed an on site investigation. The igbt snubber pcb was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to generate fluoroscopy x-ray. This rendered the system unusable. There is no report of death or serious injury.